Event description:
Received notice of a recall on the breast pump: (B)(6) 2014 energizer personal care playtex manufacturing, inc. Announced today it is initiating a voluntary nationwide recall of certain ac/dc power adapters that are used with the playtex nurser deluxe double electric breast pump. Consumer safety is a primary objective of playtex and we are taking this action out of an abundance of caution. The causing on some adapters may become loose and separate, resulting in a potential for electric shock. No injuries have been reported to date.